Event description:
Complainant alleged that the medics were attempting to defibrillate a pt who was in cardiac arrest, but the device displayed a "poor pad contact" error message. The medics then obtained another device and defibrillated the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that the zoll stat pads multi-function electrodes that were used in the event were inadvertently discarded subsequent to the event. In addition, the lot number of the used electrodes is unknown, as the electrode packaging was also discarded subsequent to the event. In an attempt to minimize future events of this nature the facility's zoll sales rep has performed additional inservicing of the facility's staff.